Manufacturer narrative:
Lumenis contacted the foreign user facility directly and through its foreign subsidiary to investigate the reported event, however, no additional information was provided other than the initial report. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A lumenis foreign affiliate employee reported on (B)(6) 2017 that multiple patients sustained a post inflammatory hyperpigmentation (pih) of unknown severity to an unknown anatomical area following treatment with a lumenis resurfx laser. No report of serious injury or medical intervention has been received except for the initial report from the lumenis employee.